Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Asr revision. Asr xl - left hip. Reason for revision: patient was having pain, with elevated metal ion levels. Cup/head were removed and zimmer cup/plastic liner and depuy ts ceramic head reimplanted. A piece of plastic from the head impactor broke off but was located and removed. Very little bony in growth on cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 9/25/2015 - litigation papers received, alleging pain, weakness, and increased metallic ions in bloodstream. Complaint updated on 9/29/2015.